Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic prostatectomy on (B)(6) 2017 and an absorbable suture clip was used. During the procedure, a clip came off the device when the package was opened. The clip did not fall into the patient. Another like device was used to complete the procedure with no adverse patient consequences. No further information was provided.

Manufacturer narrative:
The actual sample was received for evaluation. The cartridge and the loose clip were tested with a test device and it performed as intended. The clips were formed as intended and conforming to manufacturing requirements.